Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported there was an issue with the overview station. The device did not alarm to the central station. The v-tac alarm did not sound and the customer claims the patient was harmed. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.